Event description:
The pt reported, he can hardly see the display screen of his insulin infusion device and the info is erroneous. He stated, the display does not appear to be cracked or otherwise physically damaged. He said, " if you press the display you can see the ink smear across the screen." The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.